Event description:
It was reported that the customer was hospitalized with a high blood glucose of 625 mg/dl. The caller stated that the customer has been dealing with stress due to his house burning down, which may have contributed to the high blood glucose levels. The customer was also experiencing hypertension and acute renal insufficiency. Troubleshooting was performed, and the insulin pump programming was correct except for the time, which was six hours off. The insulin pump passed the prime test, but failed the high pressure three times. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.